Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: was the needle separated from the suture during the intra op event? No. Is this surface suture related issue? No. Did the suture break during the intra op event? No. Lot number? No further information is available. No further information will be provided.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. When it was used, the suture was loose and could not be handled. No adverse patient consequences were reported. Additional information was requested.